Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient's wound was irrigated by nurses and they applied medication and dressings. Outcome of the wound is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.